Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that transmitter was not charging correctly and was not blinking green. Customer's blood glucose was as low as 38 mg/dl and as high as 500 mg/dl. Customer was educated on transmitter and was advised to continue charging transmitter.